Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 5 mdrs filed for the same person (reference 1825034-2012-00952 / 00953 & 2013-04224/04226).

Event description:
Legal counsel for the patient alleges that the patient underwent left total hip arthroplasty on (B)(6) 2005. Subsequently, the patient underwent a revision procedure, on (B)(6) 2010, due to alleged pseudotumor, cloudy gray fluid, and necrotic tissue. The modular head and acetabular cup and modular head were removed and replaced. A revision occurred on (B)(6) 2010, due to alleged recurring dislocation. The modular head and acetabular cup were removed and replaced. A further revision occurred in (B)(6) 2010 due to unknown reasons. Legal counsel alleges that the patient underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, the patient underwent a revision procedure on (B)(6) 2004, due to alleged femoral stem loosening following a fall. The femoral stem was removed and replaced. Additional information received in patient medical records indicates that the left revision procedure that took place on (B)(6) 2010, was due to dislocation, metal on metal reaction, pseudotumor, cloudy grey fluid, dark gray material, and avulsed, necrotic abductors. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.